Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to olympus. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. This is assumed to have occurred due to the handling of the device deviating from the contents of the instruction manual by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that when the user replaced the water filter of the subject device, the user did not disinfect the water supply piping. After the user reprocessed the endoscope several times, the user disinfected the water supply piping. Other detailed information was not provided. There was no report of patient injury associated with the event.